Event description:
It was reported that the patient received multiple inappropriate shocks due to oversensing noise. Lead was capped and replaced. Patient was fine after procedure.

Manufacturer narrative:
(B)(4).